Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "mechanical failure of right total knee arthroplasty".

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "mechanical failure of right total knee arthroplasty" as per medical review, "..under a diagnosis of instability, right knee revision surgery was undertaken on (B)(6) 2013. The instability was confirmed and a bearing exchange from 9-mm cr to 13-mm cs performed while retaining all other devices because well fixed and positioned.."

Manufacturer narrative:
An event regarding instability involving a triathlon patella was reported. Conclusions: it was reported that the patient's right knee was revised due to mechanical failure. The liner was revised. Based on the information provided there is no indication or allegation that device reported in this investigation may have contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.